Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, pacing was not delivered although a new device had been connected. Ventricular pacing (vp) marker was shown on the programmer screen, but neither spike nor heart beat was observed. Pacing system analyzer (psa) measurement revealed that pacing could be delivered without any issue. The device was attempted and not used. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.